Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin leaked from the reservoir into pump past o-ring. Customer's blood glucose was 130 mg/dl. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
No moisture damage noted on all electronic assemblies; however insulin pump had a severely corroded battery tube noted. The insulin pump had a cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.